Manufacturer narrative:
(B)(4). Retainer ring = missing. Insulin pump received with missing retainer ring. Unable to perform displacement test due to missing retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: dog chew marks at the reservoir compartment, scratched case, missing reservoir tube o-ring, and detached retainer ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the reservoir area was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.